Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. The receiver charge and boot up passed. The log was downloaded and reviewed finding no errors related to the complaint. The receiver functional tests passed. A communication tool tone at medium test was performed and passed sound tests. "Try it" manual functional tests were performed and passed. The receiver case was opened for an internal visual inspection and it passed. The speaker resistance was measured and passed because resistance measured within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.